Manufacturer narrative:
On 13 march 2017, the medical affairs director commented the case as follows:no clinical evaluation is needed. The information provided in the complaint describes a technical error during the operation. There is no reason to suspect that the event affected the medacta instrument. Reduction is a maneuver characterized by high effort which can result in an unintentional fracture of the femur.

Event description:
After implant insertion, when the surgeon tried to trial reposition, the retractor and the femoral bone were impinged and the patient femoral bone was fractured. The surgeon replaced the femoral stem and the femoral head, then repaired with wires.

Manufacturer narrative:
On 04 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the neck of the stem has some slight scratches, probably due to the revision surgery. On the femoral head there are signs on the spherical surface and on the conical internal one. In a small portion of the stem the coating disappeared, probably for a hit received from the stem after the explant. The root cause of the event is not implant related.